Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report the clip migrating on the leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. However, following implantation of the second clip it was noted that the first clip (xtw 11129r378) had migrated on the posterior leaflet. A third clip (nt 10922r101) was prepared to stabilize the migrated clip. During deployment of the third clip, resistance was noted when removing the lock line. The lock line was unable to be completely removed, however the physician proceeded to deploy the clip. Following deployment the clip fully jumped opened to the invert position (>180 degrees) and intervention was performed to remove the clip. The mr was reduced to a grade of 2+ . There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported migration (partial clip movement) appears to be related to patient anatomy (restricted motion of leaflets, tethered lpm, severe ventricular dysfunction, thin leaflets). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.